Event description:
On (B)(6) 2012, during a call to animas customer support, the patient reported an elevated blood glucose (bg) result of 400 mg/dl on the evening prior. The patient claimed he gave a correction bolus in response to the high bg and claimed his bg's were ok that day. At the time of the call, the patient reported that he bolused at lunch but had not tested his bg since that time. During the call with customer support, the patient tested his bg and obtained a reading of 533 mg/dl. The patient denied having any signs/symptoms of hyperglycemia at that time. At the time of the call, the patient confirmed his advanced settings and basal settings were programmed correctly. Review of pump history revealed no significant alarms in history. Total daily delivery (tdd), bolus and basal histories were reviewed and it was noted that all the numbers were adding up correctly. The patient declined to further troubleshoot high bg's. It was noted that the patient remained on pump therapy despite recommendations to go on backup plan. This complaint is being reported because the patient obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy. It is not known if a product malfunction, use error or intentional misuse of the device may have caused/contributed to the serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.